Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 18248732/18389523.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown spinal surgery. No further information has been obtained despite good faith efforts.